Event description:
It was reported that when the physician advanced the enterprise vrd and delivery ((B)(4)) via the microcatheter, it was difficult to advance on 1/3 near distal of microcatheter, although three attempts were made, but all failed. Then, the stent system and microcatheter were withdrawn from the patient. The stent had been released out of microcatheter through y-valve. Another device was used to complete the procedure with the same microcatheter. A guidewire was used to maintained target site. There were no damages noticed on any section of the delivery system or microcatheter that might have contributed to the event. The mc was re-shaped prior to use with the shaping mandrel, steam and without any damages. A constant flush was maintained at all times through all the system, and after removal from the patient, the devices were not damaged (enterprise delivery system or coil system (unraveled, stretched, kink, bend, fracture, etc), stents (strut uplift or deformed, etc), or microcatheter.

Manufacturer narrative:
One non sterile unit of enterprise vrd and delivery was received coiled in a plastic bag. The stent was received attached inside the introducer in correct position. A bent condition was observed at 18cm and 30cm from coil delivery tip, a split condition was observed in distal end of introducer tube, the microcatheter involved in the event was not returned. Functional test was performed advancing the delivery wire through mc lab sample. However, due to a bump observed in the distal end of introducer tube, the stent could not be advanced. Stent was observed under vision system and no damages were found, in delivery wire two bent condition were observed, coil wire was observed damaged at 6cm from delivery wire tip, introducer tube was observed a split condition in distal end. No other damaged were observed. Introducer tube was sent to sem analysis in order to determine the cause of the split condition found during analysis, the results indicate that: the introducer surface presented evidence of abrasions, bumping condition and evidence of a stressing event prior to the rupture. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10045537. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as "stent/ deployment difficulty-premature/in microcatheter hub" was not confirmed. Functional analysis could not be performed. Since, the stent cannot be advanced through microcatheter lab sample due to the damage found in the introducer tube. The reported failure by the customer as "delivery wire/ impeded-in microcatheter" was confirmed due to during functional analysis the delivery wire cannot be advance through microcatheter ( lab sample ).the root cause of this failure may be related to the damages ( bump and split) found in the introducer tube, it which impeded the stent advance. The cause of these damages could not be conclusively determined. However as per sem analysis results, procedural factors may have contributed to these conditions. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that when the physician advanced the enterprise vtd and delivery (enc453712/ 10045537) via the microcatheter, it was difficult to advance at 1/3 of the way from the distal end of the microcatheter. Three unsuccessful attempts to advance failed. The stent system and microcatheter were then withdrawn from the patient. The stent had been released out of microcatheter through the y-valve. Another device was used to complete the procedure with the same microcatheter. A guidewire was used to maintained target site. There were no damages noticed on any section of the delivery system or microcatheter that might have contributed to the event. The microcatheter was re-shaped prior to use with the shaping mandrel, steam and without any damages. A constant flush was maintained at all times through all the system, and after removal from the patient, the devices were not damaged; the enterprise delivery system was not unraveled, stretched, kink, bend, fracture, etc, and there was no stent strut uplift or deformity. There were no damages noted to the microcatheter. One non sterile unit of enterprise vrd and delivery was received coiled in a plastic bag. The stent was received attached inside the introducer in correct position. A bent condition of the delivery wire was observed at 18cm and 30cm from delivery wire coil tip; a split condition was observed in distal end of introducer tube. The microcatheter involved in the event was not returned. Functional test was performed; an attempt was made to advance the delivery wire through a lab sample microcatheter. However, due to a bump observed in the distal end of introducer tube, the stent could not be advanced. The stent was observed under vision system and no damages were found. Two bent areas were observed on the delivery wire. The coil wire was observed damaged at 6cm from delivery wire tip. Other than the observed split condition of the introducer tube no other damaged were observed. Sem analysis of the introducer tube was performed in order to determine the cause of the split condition found during analysis. The results indicate that the introducer surface presented evidence of abrasions, bumping condition and evidence of a stressing event prior to the rupture. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10045537. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. It was confirmed that the stent did not deploy during removal, it was in the correct position on the delivery wire within the introducer. Due to the damage of the introducer, functional analysis to assess the reported resistance/friction after advancement to within 1/3 of the distal end of the microcatheter could not be performed. Inability to insert the stent into a microcatheter was confirmed with functional analysis and was due to the damages found on the introducer. The exact causes of the damages to the introducer cannot be conclusively determined. However, based on the sem analysis and the reported information, it can be concluded that this damage occurred either during the withdrawal process or post procedure since if it had been present prior to introduction, the device would not have been able to be inserted 2/3 of the way into the microcatheter as reported. The device did not present any indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.